Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported adverse impact to the customer. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.